Manufacturer narrative:
The recipient reportedly experienced device extrusion not an infection. There was no additional medical intervention prior to explant surgery. The recipient will be reimplanted at a later date. The external visual inspection revealed silicone damage on the top cover and the electrode was severed near the fantail prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly healed. This is the final report.

Event description:
The recipient reportedly experienced an infection. The recipient's device was explanted.